Event description:
The user facility reported that during a cystoscopy procedure for a transurethral resection of the prostate (turp), the plastic tip of the inner sheath of the resectoscope broke off into 2 pieces in the patient's bladder. The broken pieces were removed from the patient by the physician using a grasping forceps and the procedure was successfully completed. No patient injury was reported.

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented.